Event description:
The cusa 23 khz was being used for a liver resection, standard set up, in use for approximately 45 minutes when the diathermy became constantly active. It was believed that the nose cone was locked on. The diathermy was disconnected at the source and the cusa was placed on stand by, the nose cone changed, and was working fine. The event increased the surgery time (time to change the nosecone). The amount of time involved was not specified. The pt did not incur an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.